Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip bent, causing side to side misalignment of the grips. There was a .118 offset at the tips, indicating overloading at the tip. The electrical continuity test was performed and passed. Failure analysis concluded that the tip damage was likely due to mishandling. Failure analysis investigation also found the following damages, which were not reported: there were indentations at the inner edge and outer edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the indentations were likely due to mishandling. In addition, the distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the tips of the fenestrated bipolar forceps instrument did not align. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.